Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #6000089-2007-01613. It was reported on a medwatch report that a pt with 2 taxus stents in 2007 developed a rash that was erythematous, macular and generalized. The symptoms still persist off and on despite various topicals and steroids. Several attempts to request additional clinical follow-up have been performed however, no additional info has been received to date.